Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis nurse reported that the patient was in the hospital from (B)(6) 2014, due to not draining. The nurse further clarified that the patient experienced a fluid overload caused by a malfunctioning catheter. During the procedure, a fibrin plug was noted at the end of the catheter. The patient was released from the hospital on (B)(6) 2014 and resumed pd treatment.